Manufacturer narrative:
(B)(4)

Event description:
It was reported prior to a schedule generator changeout, fluoroscopy revealed externalized conductors near to the pulse generator. The lead was capped and replaced. The patient was discharged.